Event description:
A service engineer at a distributor in (B)(4) reported that an mr850 respiratory humidifier was showing the "see manual" alarm, but upon receipt of the device for service at our (B)(4) office, it was observed that the humidifier had melted in the vicinity of the heater plate.

Manufacturer narrative:
(B)(4). Method: the returned complaint mr850 humidifier was visually inspected and performance tested. Results: the visual examination revealed the plastic enclosure in the vicinity of the heater plate had melted. There was evidence of water ingress, such as water residue and corrosion, inside the enclosure and on the pcb. There was a clear water mark visible inside the enclosure and which was at the level of 1cm above the bottom of the pcb board. The mr850 heater base was performance tested using a known working circuit, probe, adaptor, and accessories. During testing the 'see manual' indicator was on continuously, but the device continued to heat up. Testing of the fuses on the pcb revealed that they were all functional. Resistance testing of the thermal cut-out indicated that it had not tripped despite reaching temperatures in excess of 118 degrees celsius. Conclusion: the overheating of the heater plate was caused by electrical failure of the electronics on the pcb due to water ingress. The water ingress has caused extensive damage to the heater plate circuitry and other parts of the pcb , causing both prevention systems (relay and thermal cutout) to fail. The presence of the water line in the pcb housing indicates that the mr850 had been partially immersed in water and that this had happened continuously over a long period of time. The extensive corrosion observed on the pcb implies that the mr850 had been used continuously while still wet, as this corrosion can only occur when electricity is passing through the unit. The mr850 has been designed so that in the event of a failure the unit will shut down in a safe state and warn the user that a fault has occurred. It does this by monitoring the correct operation of its critical circuits. If a fault is detected it will try to report this by giving an error code and alarming visually and audibly. The mr850 has drainage channels to protect the pcb housing in the event of, for example, overfilling of the humidification chamber. The mr850 has the ipx1 rating for ingress protection. Our mr850 product technical manual states: note: do not immerse the heaterbase or heater-wire adaptor in any liquid. The manual also contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base.